Event description:
It was reported to medtronic neurosurgery that the doctor allegedly found product leakage during the surgery.

Manufacturer narrative:
The valve was patent. It met all specs for siphon, reflux, preimplantation, and pressure-flow testing. The valve did not meet requirements for leak testing as there was a tear in the top of the delta chamber. Both catheters met specifications for leak testing. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of MFR.